Manufacturer narrative:
The investigation has been completed. The impella device was not returned for evaluation. Logs were not returned for review. The root cause of the high purge pressure could not be determined due to insufficient clinical information and no logs or product returned. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported an impella 5.5 was implanted in a 52 year old female patient for mechanical circulatory support. It was reported that there was a high purge pressure during impella support. The purge cassette was replaced to resolve the issue. There was no patient harm reported.